Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01335 for the exalt model d controller, and 3005099803-2024-01375 for the exalt model d scope. It was reported to boston scientific corporation that an exalt model d controller was used on an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. It was reported that the exalt model d controller shut down mid procedure on multiple occasions. The controller was then powered on again to complete the procedure. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.